Manufacturer narrative:
The fse evaluated the instrument. The customer found that the rinse block slide mechanism was obstructed by tubing. The fse realigned the tubing at the rinse block, which repaired the leak. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported a bloody leak at the probe of the coulter lh 500 hematology analyzer. The volume of the leak was about 0.5 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.